Event description:
A report was received from the USA stating that a covidien customer support engineer (cse) reported finding a blank display on an 840 ventilator. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphic user interface (gui), printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self-testing (est), and short self-tests (sst). (B)(4).